Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No pump error 54 alarms, pump error 3 alarms or pump error 42 alarms noted during testing. Pump error 54 was present in the pump trace download due to software error (esf3010978). Unit received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label and scratched case. Corroded force sensor assembly and moisture damage on motor assembly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. Customer was able to clear the alarm and able to clear the alarm. Customer perform displacement test and it was pass and perform self test. Customer stated self test was pass. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.